Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request (B)(4).

Event description:
Customer is complaining about: customer contacting ortho care to report their concern with the vision analyzer qc software allowing users to modify their qc settings without the analyzer giving an alert that changes were incorrect. Customer was initially configured to always have qc enabled and test albaqc samples (qc1 and qc3) for aborh donor unit confirmations. Customer reports that blood bank tech modified albaq configuration in the "qc" tab without having administrative privileges to change setup of configuration. Customer reporting that samples modified from albaq 1 and albaq 3 to albaq 1 and albaq 2, therefore qc invalid for donor unit confirmations. Analyzer software did not flag change as incorrect. Customer tested and released 13 donor units without valid qc performed, incident has been reported to FDA. Issue occurred (B)(6) 2018 and was not discovered until (B)(6) 2018. Total of 13 donor units were impacted.